Manufacturer narrative:
Evaluation summary:the reported condition of failure code 570 was confirmed and determined to be depleted batteries. This issue is currently being investigated.

Event description:
The facility reported an infusion pump for failure code 570. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. No add'l info is known.